Event description:
It was reported that post-paced t-wave oversensing was observed on remote transmission. Patient was asymptomatic. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during a subsequent follow up, post paced t wave oversensing recurred. Programming changes were made to resolve the issue.